Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Reportedly, the customer would either reload the cartridge or load a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device was not returned.